Manufacturer narrative:
Possible material numbers: 25-882-13-91, 25-882-15-91.

Event description:
It was reported that cmf screws became loose from patient's bone due to insufficient osseointegration. They were removed.

Manufacturer narrative:
An investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at (B)(6). Review of the device history records was not possible due to no lot number being identified. The investigation results conclude that the root cause for this failure could not be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Corrected data: d4 model # identified during investigation.